Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of a pericardial effusion leading to a procedural abortion was reported where versacross rf wire and versacross transseptal sheath was used in the procedure. During the initial transseptal attempt, the versacross rf wire was curled up in the right atrium resulting in a low and mid placementsub-optimal positioning with when it made contact with the septum . Aon the second transseptal attempt was made with improved positioningto provide an optimal position for the procedure., the during this attempt the physician noticed thickening around the aorta via ttransesophageal echocardiography. An effusion was noted, and the patient's blood pressure dropped. Pericardiocentesis was performed and the procedure was aborted. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross rf wire with the report number 3019751610-2022-00050.